Event description:
Information received indicates the casters continue to ratchet when in brake.

Manufacturer narrative:
The technician replaced the old style bearing in the center block to repair the bed.